Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with reflin (1gm, route, frequency, and duration not reported) and tobramycin (40mg, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or had recovered from the peritonitis event. Extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the patient was not hospitalized for the peritonitis event. The patient¿s effluent was clear and they have since recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.